Manufacturer narrative:
Gehc recommended replacement of the compact flash card. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, the unit shut down twice. The clinician rebooted the machine each time to recover. There was no reported patient injury.